Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead dislodged four times even after proper deployment was verified. Upon removal of the lead a bump was noted on the silicon body. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the lead passed introducer test, and no bump or other anomaly was found on lead body. If information is provided in the future, a supplemental report will be issued.